Event description:
Customer's sister reported a keypad anomaly. The customer stated the numbers on the keypad was scrolling when they were attempting to enter their carbohydrates. The sister also believed the customer's insulin pump had under-delivered 2 units of insulin. Customer's blood glucose was 148 mg/dl. Troubleshooting found the blood glucose value was entered correctly and that the estimated total and correction bolus was the same. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The bolus wizard functioned properly. The insulin pump had intermittent button response due to a flattened escape button dome switch and corroded keypad traces. The insulin pump was also received with some cosmetic damage.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.